Event description:
It was reported that a extended life pd transfer set had a separation issue : further described as "the female connector separated from main body". This was described as ¿the dark blue thread dislocated itself from the light blue casing¿. This was observed before use for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the actual device was not available; however, a photograph was provided for evaluation. The photograph reviewed and did not show visual evidence of the reported problem. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.